Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that the patient was found dead by his daughter. When the patient's daughter entered the patient's room, she noted that the patient was not connected to power, as he was only connected to the black power lead of the system controller and the power base unit (pbu) cable was no longer attached to the pbu. The battery module was in the controller; however, there was no audible alarm. The patient's daughter was unaware of any alarm during the night. The ems was called and confirmed that the patient expired several hours prior to being discovered. It was also reported that the device will not be returned for evaluation, as the patient's family did not want the pump explanted.

Manufacturer narrative:
The manufacturer was unable to determine the exact cause of the reported patient expiration, as the pump and system controller will not be returned for analysis. A review of the device history records for the lvad revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.